Manufacturer narrative:
12-feb-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Nothing happened [no adverse event] entire brush head came loose in mouth, along with the upper part of the hand piece - oral-b [device breakage] case narrative: parent of 8 year old son via phone reported that while their son was brushing his teeth, the entire oral-b toothbrush head came loose in his mouth, along with the upper part of the oral-b toothbrush hand piece. Nothing happened to their son. No injury was reported. 09-dec-2023 follow up via picture: the suspect product was oral-b rechargeable toothbrush handle 3758 io9 clean m9. No injury was reported. 05-jan-2024 case update: the suspect product lot number was ab22841144. No injury was reported. 16-feb-2024 case update from information initially received on 09-dec-2023: the concomitant product was oral-b power oral care refills io series. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Nothing happened [no adverse event] entire brush head came loose in mouth, along with the upper part of the hand piece - oral-b [device breakage] case narrative: parent of 8 year old son via phone reported that while their son was brushing his teeth, the entire oral-b toothbrush head came loose in his mouth, along with the upper part of the oral-b toothbrush hand piece. Nothing happened to their son. No injury was reported. 09-dec-2023 follow up via picture: the suspect product was oral-b rechargeable toothbrush handle 3758 io9 clean m9. No injury was reported.